Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the pilot valve was not shifting. Additional malfunctions are the tie wrap was broken and the rear cabinet door was missing.